Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin squirted during manual prime. The customer's blood glucose was unknown at the time of incident. It was reported that the issue persisted after multiple set changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was tested using a water fill test reservoir during testing. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomaly noted during testing. No unexpected squirting insulin noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.